Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no reported adverse impact.